Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: overall fit and alignment of the implants is appropriate. Normal bone quality. No signs of loosening, radiolucency, corrosion. Possible fracture of the proximal second and third screws. No contributing factors are seen. The complaint is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). Concomitant medical devices: item# 856135024; 3.5x24mm cort lock scr ste; lot# 527340; item# 851235026; 3.5x26mm low pro cort scr ste; lot# 662250; item# unknown; unknown plate; lot#: unknown. The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03016, 0001825034-2020-03018. Product not returned.

Event description:
It was reported that the patient underwent initial operation with alps tibia. Surgeon found distal screws had fractured at the head section. Subsequently, the patient was revised to remove the head parts and insert some screws at vacant screw hole. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.